Manufacturer narrative:
(B)(4). The devices were not returned therefore a device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devices are used for treatment. A complaint history search found no other complaints for the related part/lot numbers provided. The correct instruments were used per the surgical technique. Based on the information provided, a definitive root cause for the surgeon's concern cannot be determined.

Event description:
It is reported that during a procedure, the provisional sizing did not match the implant size indicated by the referencing guide and the sizer. As a result, the surgeon implanted a smaller femoral component and found it to be unstable.